Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure where this generator was used, the patient developed a burn between the lower back and upper buttocks. The burn was approximately 16x7cm. Electrosurgical pencils and grounding pads had been with the generator. Silvadine cream was used to treat the burn.